Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
¿Hamilton medical ag received the following incident description: "vent began alarming fan failure". There is no patient involvement. The device log files where not provided to hamilton medical. In a worst-case scenario, a fan failure could lead to a deterioration of the state of health of the patient. Therefore, this case was assessed reportable.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with "fan failure". It is important to note that no patient was connected to the device at the time of the event. Additionally, the logfiles have not been received for analysis. A replacement fan was provided to the customer to address the reported issue. The shipped fan was replaced, and full-service software tests were performed afterward. Hamilton medical considers this case closed